Manufacturer narrative:
On 5th of june 2020 getinge became aware of an issue with one of our device ¿ modutec. As stated by the customer the side cover has detached due to impact with other object. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as any parts transferred into sterile field might be a source of contamination. The device involved in the event is modutec with serial number (B)(6). Installation date is (B)(6) 2016. It was established that when the event occurred, the device did not meet its specification due to cover¿s detachment and it contributed to the issue. It is unknown if the device was being used for patient treatment. The investigation performed by manufacturer¿s subject matter experts concludes the most probable root cause of this incident was collision/impact with other object during setting position of modutec. To prevent any similar incident it is recommended to avoid the collisions between devices, the instruction how to properly set the device¿s position is included in the user manual. It was established that device was not under getinge service agreement, the customer was performing own preventive maintenance, so it is unknown when last service was conducted. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer reference number(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 5th of june 2020 getinge became aware of an issue with one of our device ¿ modutec. As stated by the customer the side cover has detached due to impact with other object. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as any parts transferred into sterile field might be a source of contamination. (B)(4).